Event description:
Subsequent to the previously filed report, additional information was received: it should be noted that the device is a versaturn guide wire. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported difficult to remove could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and patient effect appear to be related to the operational context of the procedure. It was reported that after stent implantation, the guide wire interacted with the implanted stent, resulting in the difficulty encountered during removal. Additionally, it was reported that the wire separated during removal. Analysis of the returned wire confirmed the material separation and noted coil stretching. These types of damages are consistent with manipulation against resistance. It is likely that manipulation of the wire, when resistance with the stent was encountered, resulted in the reported material separation. The separated portion of the wire was embedded into the tissue. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B5: describe event or problem: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the obtuse marginal coronary artery with moderate calcification and heavy tortuosity. The versacore guide wire was used in the procedure, and after stenting, the wire was going to be removed but there was resistance with the stent during removal. The tip separated and remained in the stent as seen on xray. No attempts were made to retrieve the tip. Another versacore guide wire was advanced but removed as the vessel was noted to be patent so no further action was taken and the procedure was completed. The patient had st elevations during the procedure but they resolved without treatment. No additional information was provided.